Manufacturer narrative:
One 3i t3® with dcd® tapered implant 5/4 x 10mm (bnpt5410) was returned for investigation. Visual evaluation of the as returned implant identified that the device external and internal threads were in good condition. The implant¿s internal drive features were tested using an applicable in-house cover screw. The device successfully engaged and disengaged the cover screw. Additionally, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing condition noted on the per was high bone density type I. The implant was being placed on tooth # 12 when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (2018101785) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018101785) and no similar event or complaint was found. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, functional testing and dimensional analysis, implant malfunction did not occur and the reported event (damaged threads) was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided.

Event description:
It was reported that implant was unable to be place due to the cortical bone was very dense, more than doctor expected. During the implant (bnpt5410) seating process using a ratchet extension, doctor suspected that the implant internal threading might have been damaged. Implant was removed and site was bone tap allowing a new implant to be placed successfully. No serious injury has been reported at this time.